Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 686 ng/l. The sample was repeated on a second analyzer, resulting in a troponin t value of 5 ng/l. The sample was repeated on the complained analyzer, resulting in a troponin t value of 5 ng/l.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out since controls run prior to the event were within range. Upon review of the alarm trace from february 2024, six sample short alarms, 34 sample clot alarms, and 389 sample foam alarms were observed. These alarms may indicate issues with sample quality. The customer did not store the reagent packs upright. Upon review of camera images from the analyzer, the camera adjustment was poor, the active gripper was dirty, there was a film on the surface of the sample, the sample volume was low, and possible fibrin strands were observed. The investigation could not identify a product problem. The issue is consistent with insufficient pre-analytic sample handling.